Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the wire from machine to pad was not working. There was no report of patient involvement. Additional details have been requested.

Event description:
The customer reported the wire from machine to pad was not working. There was no report of patient involvement.